Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked. This occurred during patient infusion with chemotherapy drugs. It was stated that they were getting "back lash pressure of fluid" that comes back at the end user when disconnecting. The one-link set was used with a non-baxter primary pump set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.